Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, it was clarified by the clinic that the polarity switch occurred during explant procedure. The leads had no prior issues. Both leads were electively replaced during system upgrade.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were observed with a warning for polarity switch due to undefined measured impedance. Both leads remain in use. No patient complications have been reported as a result of this event.